Event description:
The customer reported that the machine was intermittently not booting up all the way. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.